Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was around 30 mg/dl to 50 mg/dl. The customer treated their blood glucose level with glucose tablets and food. The buttons were scrolling. The customer was hospitalized due to ketones. The customer had a panic attack, confusion, was lethargic, and weak. She has experiences diabetic ketoacidosis 2-3 times a year. The customer's blood glucose level went over 1,200 mg/dl and was treated with IV drip and fluids. The customer was throwing up. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to unresponsive button. No button error alarm during testing. No unexpected number scrolling during testing. However, corrosion was found at the keypad traces. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.